Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 68 mg/dl at the time of the incident. Troubleshooting was provided for the insulin pump error alarm but it was not resolved. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarms noted during testing. (B)(4).